Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing, and there was unexpected delivery of a ventricular tachyarrhythmia therapy. Episodes of t-wave oversensing (twos) were identified, leading to inappropriate shock. (B)(4)

Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing (twos). Reprogramming was done. The device was at elective replacement indicator (eri) and was explanted and replaced by a device with a twos algorithm. The sensing vector was changed and the sensitivity was decreased, and the right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.